Event description:
Clinical coordinator (cc) reports one blood leak with ca 210 dialyzer. It was the 16th use. Treatment was stopped and blood was returned to the pt. Estimated blood loss was 0cc. Treatment was restarted with new disposables. Cc denies any pt injury or medical intervention associated with this incident.